Manufacturer narrative:
The review of the DHR was unable to be performed as the lot number is unknown. Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. Two weeks later, the patient returned to the hospital for follow up and was complaining of groin pain. An ultrasound was performed and diagnosed a large pseudoaneurysm. Surgery was performed to correct the pseudoaneurysm and the patient was discharged.